Event description:
It was reported that the patient had a surgical revision in 2008 and since then she has experienced shocking sensations and pain at the ipg site and in her back. The reason for the revision surgery is unknown. When the device was turned off, the symptoms subsided. The patient outcome is unknown. Further information is being requested from the hcp.